Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging. No additional information was provided.